Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure the 2.50x20mm taxus liberte stent was unable to cross the lesion in the severely calcified left anterior descending artery (lad). The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported. However, returned product analysis revealed stent damage.

Event description:
The facility representative contacted baxter on 02 june 2010 to report that the channel select key does not work on the pumphead module keypad. The event occurred during programming/set-up in the neonatal intensive care unit on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no additional information available.

Manufacturer narrative:
(B) (4). The device has been received and evaluated by baxter. The reported condition could not be confirmed or duplicated. The assignable cause could not be determined at this time. The device will be sent to the service department for repair prior to sending the device back to the customer.the user interface module master software version for this device is (B) (4), categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.